Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd 1 ml, 26g, 5/8 inch needle, the device experienced needles loose/ pulling out of the hub. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported separated needle hub. Pt reported when pulling safety plastic off of qty (2) 1 ml, 26g, 5/8 inch needle. It pulled the needle out of place and pt was unable to use needles.